Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing low blood glucose. Blood glucose levels were 2.3 mg/dl. Customer treated with food. Customer did not wish to troubleshooting. Customer stated auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.